Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital, (B)(6), delta xtend revision (B)(6) 2018. This patient has had multiple (number unknown) of revisions of her delta xtend tsjr for recurrent dislocation. There was no obvious damage to the liner when it was removed. Replaced with spacer and 42 +3 std liner. The surgeon states he does not know the reason for the dislocations, he states the glenoid appears satisfactory on MRI. No supporting evidence available. Jnj representative was present at the case. Female patient, (B)(6). Unknown jrn= delta xtend poly liner 42 +6 = discarded

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.